Event description:
Reporter stated that values of 281 mg/dl and 95 mg/dl were obtained within 10 minutes on the accu-chek sensor system. Quality control testing was reportedly performed on the system, and the values were outside of the acceptable range. No adverse event associated with the alleged malfunction was reported. The MFR requested the return of the suspect product for eval.

Manufacturer narrative:
The event occurred in other country.